Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the unable to place or position was determined to be patient condition as the patient had tortuosity of vessels preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A user facility reported that a patient was implanted with an impella 5.5. The patient planned had severe mitral regurgitation and non-st-elevation myocardial infarction. The patient also had chronic/acute heart failure with ejection fraction of 15% and the plan was to implant an impella 5.5. On ultrasound, axillary arrival size was seven millimeters. Significant torturous was noted at the right common carotid bifurcation. An intravascular ultrasound was done and no calcium was noted. A used buddy wire was still unable to cross the lesion. They proceeded to stop to avoid harming the patient and the patient was switched to an impella cp axillary. This is one of two related reports. This report represents the impella 5.5 and another report will be submitted to represent the impella cp.

Manufacturer narrative:
Clinical assessment: a 64-year-old female patient with known coronary artery disease, diabetes mellitus, and renal insufficiency presented with acute decompensated cardiomyopathy and cardiogenic shock, requiring respiratory support and treatment with an impella 5.5 pump via the right axillary/subclavian artery. Upon insertion of the pump, a significantly tortuous right common carotid bifurcation was noted. According to ultrasound investigation, no calcification was visible. However, despite the use of a buddy wire technique, the lesion could not be crossed and the pump could not be placed. A complaint was filed regarding this situation. As an alternative, placement of an impella cp pump via the axillary/subclavian approach was planned. Engineering assessment: during attempted impella 5.5 delivery from right axillary access, the pump as not able to pass tortuosity at the right common carotid artery bifurcation, despite use of a buddy wire. The impella 5.5 was removed and an impella cp was placed which supported the patient for instead, which supported the patient for 8 days until the were escalated to an impella 5.5 placed via direct access. The final impella supported the pateint for 5 days until the patient expired on support.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected d4 serial number. Corrected d4 catalog number. H6 component code were updated accordingly based on the completed investigation. The cause of the failure to advance was determined to be patient condition as the patient had tortuosity of vessels preventing successful delivery of impella.